Event description:
Mentor saline implants put in (B)(6) 2005. Started having problems sleeping in 2005, fatigue and chronic pain began as well. In (B)(6) 2007 I started gaining weight, went from (B)(6)overnight. Weight gain stopped at (B)(6) and remained stable until 2018 when weight gain began again. Began going to doctors to figure out what was wrong with me. Thyroid was fine, tests were normal. Food allergies began in 2007, never had allergies prior to implants. Eyes were always swollen and red. In 2009 I was diagnosed with fibromyalgia. I was always an avid gym goer prior to implants and now was unable to do so because my workout recovery was awful, taking up to 4 days for muscle recovery from one workout. I had my first panic attack in 2007. Anxiety kicked in around this time as well. Was diagnosed with gerd in 2009, as well as dermatitis herpetiformis. Was treated for toenail fungus in 2007. I have terrible brain fog, memory loss and loss of everyday words. Skin rashes. Muscle pain and weakness. Migratory joint pain, lasting up to 2 years per joint, and then would just disappear and reappear in a different joint. Diminishing hormones, horrible periods with large amounts of blood and clots leading to hysterectomy in 2014 (at (B)(6)). Ear fullness and vertigo started in 2005. Frequent urination. Numbness and tingling in arms and legs. Frequent coughing and choking sensation worsened in 2018. Shortness of breath became prominent in 2015. In 2020 egrf decreased to 60 (stage 2 ckd). Low vitamin d levels since 2007. FDA safety report ID# (B)(4).